Manufacturer narrative:
The sample is not available for the investigation. Additional info was requested, but the customer did not have any other info. (B) (4). (B) (4).

Event description:
The threaded lock cannula detached from the extension tube.